Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device's alarms not working was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device's alarms were not working. There was patient involvement associated with the reported event. The healthcare professional (hcp) advised that the patient's respiratory rate went into the 50's; however, the device did not alarm as expected. The patient was then bagged and placed on a backup device, at which point the patient stabilized. There were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.